Manufacturer narrative:
This incident did not result in any medical intervention nor was there any patient injury report. This was male pt admitted to the pediatric intensive care unit (picu) in 2006, with a diagnosis of hemophagocity lymphohistocytosis (hlh), status post hematopoietic stem cell transplant, acute renal failure and chronic lung disease. He had a history of gastro-intestinal bleeding. At the time of the incident the pt weighted 15.2 kgs. He was being maintained on mechanical ventilation via an oral endotracheal tube. In situ he had a naso-gastric (ng) tube, a right chest tube, right radial arterial line, left subclavian central venous double lumen catheter and a right femoral vein catheter used as an access site for cvvhdf. On 07/31/06, gambro technical services field rep was called out to check the machine. He verified scale calibration, pressures and pump speed. He reported that the machine functionally tested to be within MFR's specifications.